Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the eeaxl21 was used with the orvil device and seemed to have punctured through the anastomosis after the two devices were connected and fired. The surgeon stapled the damaged anastomosis shut and used a eeaorvil25 and eeaxl25 to create a new anastomosis. Everything worked out well the second time and no complications from this delay occurred. Post-op diagnosis: no complications, standard length of stay for procedure. Another MFR's reinforcement material was used. No other mfrs' products were used with this device. Unanticipated tissue loss did occur, a new anastomosis was performed and closed the previous one with another eea stapler. No unanticipated extension of the incision by more than one inch, no unanticipated blood loss of 500 cc or more. Surgical time was delayed by more than 30 minutes, the delay did not affect the patient in any way. Device fragment or component did not fall into the patient's cavity, no device fragment left in the patient.